Event description:
A nurse reported that following intraocular lens (iol) implant surgery, that the lens would not center and the pt was experiencing blurry vision. The lens was exchanged for a monofocal lens. Add'l info was received from the nurse who reported the event resolved with treatment. She stated the surgeon "felt maybe one of the haptics was not in the bag."

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The account indicated the use of an approved handpiece and cartridge combination. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).